Manufacturer narrative:
As received, a complete lead was returned for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks. Mechanical inspection did not find any anomalies. Electrical inspection did not find any indication of conductor fractures or internal shorts. The root cause of the noise was due to external insulation abrasion which is consistent with friction to device can.

Event description:
During follow-up, lead noise was observed on the right ventricular channel. The lead was explanted and successfully replaced due to suspected lead fracture. Further information was requested and not yet received. The patient was in stable condition.